Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have possible addictive effecting congealing. Spin down blood, get different layers. Typically it his vacationer will congeals, however this last box is not congealing. (Meaning he is not getting his different layers) dr. Is assuming this package may have an additive and it possibly may be miss marked.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have possible addictive effecting congealing. Spin down blood, get different layers. Typically it his vacationer will congeals, however this last box is not congealing. (Meaning he is not getting his different layers) dr. Is assuming this package may have an additive and it possibly may be miss marked.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h10.